Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, when the user attempted to log into pyxis, a message was received indicating that the user account was locked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) directed the customer requiring account access to a designated super user or dod/dha representative. The tss later confirmed that the customer was assisted and the user account was successfully unlocked. The system functioned as intended after the technical support specialist investigated the device.